Event description:
Mattress overlay, model sc402, exhibited a bubble when inflated.

Manufacturer narrative:
Device not returned to MFR for investigation. No conclusion regarding cause of the malfunction can be drawn at this time.